Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot 2397242 device history review 3 parts were manufactured per specification and all raw materials met specification. There are deviations associated with this lot however these deviations are not correlated to the failure mode. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and implant sticker sheet received. Ppf alleges abductor muscle repair and elevated metal ions confirmed in medical records. Doi: (B)(6) 2012; dor: none reported; right hip. See (B)(4) for the previous revision.